Event description:
Customer reportedly received results of 146 mg/dl and lo within 10 minutes on the compact system. No action taken based on device results. No low blood symptoms reported with these results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. Controls were run and out of range. Requested return of suspect device and replacement was sent.